Manufacturer narrative:
This report is being submitted to correct the device codes field (f10) in section f, for use by uf /importer and device code field (h6) in section h, device manufacturers only.

Event description:
It was reported that during an attempt to place a left ventricular (lv) lead for cardiac resynchronization therapy pacemaker (crt-p) implantation using a guiding catheter, resistance was encountered while advancing the catheter into the coronary sinus (cs), resulting in damage to a cs branch. Lv lead placement was abandoned due to difficulty related to the patient vascular diameter and anatomy. Initially, a smaller catheter was used for cs cannulation without resistance. However, there was only one viable target branch and lead placement remained challenging. Repeat angiography revealed a coronary sinus dissection. No further treatment was required and the patient is currently under monitoring. No adverse patient effects were reported.

Event description:
It was reported that during an attempt to place a left ventricular (lv) lead for cardiac resynchronization therapy pacemaker (crt p) implantation using a guiding catheter, resistance was encountered while advancing the catheter into the coronary sinus (cs), resulting in damage to a cs branch. Lv lead placement was abandoned due to difficulty related to the patient vascular diameter and anatomy. Initially, a smaller catheter was used for cs cannulation without resistance. However, there was only one viable target branch and lead placement remained challenging. Repeat angiography revealed a coronary sinus dissection. No further treatment was required and the patient is currently under monitoring. No adverse patient effects were reported.